Event description:
The patient developed hives, itching all over two weeks post-op. Patient also complaint of pain and swelling in the abdomen. Patient has had infection in the abdomen for two years.

Event description:
It was reported that the product was used in a hysterectomy. Pt has a history of crohn's disase and history of bowel resection. The pt stated she developed hives, itching all over two weeks post-op. She also complains of pain and swelling in the abdomen. She states she has had infection in the abdomen for two years. Add'l info rec'd in 04/06/2005 noted in this complaint in litigation, it was reported that 2 years ago, pt underwent abdomen. The complaint alleges that, shortly following the pt's surgery, "she developed extremem pain, swelling and other serious injuries." The complaint also alleges that the pt "has suffered and will continue to suffer bodily injury and resulting pt" has suffered and will continue to suffer bodily injury and resulting pain and suffering, disability, scarring and disfigurement, mental anguish, loss of capacity for enjoyment of life...and an impaired ability to bear children." Update: add'l info provided 9/05 noted that according to the pt, the following is alleged to have occurred: abdominal pain, loss of sex drive, depression, irritability, systolic reaction, and "many" allergic reactions.